Event description:
An endeavor sprint rx drug-eluting coronary stent delivery system length 12mm, diameter 3.0mm was used to treat a moderately calcified lesion in a patient's moderately tortuous circumflex artery. It was reported that the stent dislodged during the procedure. The physician failed to cross the target lesion with the stent due to calcification. It is reported that when the doctor was attempting to remove the stent and stent delivery system the stent came off the delivery system and was left in the left main artery. The stent was removed from the patient by surgery. The patient was reported to be fine post procedure and no clinical sequelae have been reported. Neither the cd of procedural images nor the stent delivery system was returned to medtronic for evaluation.

Manufacturer narrative:
Evaluation results: dislodgement, moderately calcified and tortuous vessel. Patient went to surgery to have stent removed.